Manufacturer narrative:
Insulin pump received with caked reservoir tube lip and missing end cap sticker noted. Insulin pump received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons extremely hard to press now that they was worn out now too. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had crack on right corner. The insulin pump will not be returned for analysis.